Event description:
A report was received that the patients ipg was unable to hold its charge. The patient underwent a battery replacement procedure.

Manufacturer narrative:
Additional information was received that the patient also had a revision procedure done.

Event description:
A report was received that the patients ipg was unable to hold its charge. The patient underwent a battery replacement procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg was unable to hold its charge. The patient underwent a battery replacement procedure.